Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01384, 1627487-2011-01385, 1627487-2011-01386. The pt received her scs system, including an ipg and two percutaneous leads (from two separate lots), on (B)(6) 2011. It was reported that the pt's ipg was unable to locate the programmer or charger. A replacement charger was unsuccessful at resolving the issue. The pt stated that the ipg felt like it had moved deeper. Follow up on the pt found that the ipg had flipped. It was reported that the physician manually flipped the ipg back into place and communication was restored. However, the ipg continued to flip and it was reported that the leads had migrated. On (B)(6) 2011, the physician relocated the ipg to a new pocket site, and the leads were revised. It was reported that the physician noted that sutures had broken free from the anchor site. No devices were explanted; therefore, no product will be returned.